Event description:
Caller reported a cartridge alarm 20, which did not cause blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The caller had reported cartridge alarms with consecutive cartridges, and technical support confirmed this issue. Although the pump was out of warranty, it was resolved by arranging a replacement pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.